Manufacturer narrative:
(B)(4). The reported complaint of purge failure alarm is not confirmed. The product was not returned for investigation. The field service engineer inspected the pump after the case and could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ac3 failed to pump when trying to initiate support. Purge failure alarms". As a result, the pump was exchanged for another pump, which functioned properly. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pcs assembly. Visual inspection of the returned sample was performed. No abnormality was noted. The returned pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. Pumping was initiated. After approximately 15 minutes of pumping, the pump alarmed drain failure. The source side leak test was performed and passed. The pump continued to pump successfully for over 1 hour. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click. Visual inspection of the pcs assembly internal hardware was performed. Significant blood buildup was noted inside drain valve v4. Vent valve v1 had a small amount of dried blood in the valve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of purge failure alarm is confirmed. During the complaint investigation, the iabp alarmed drain failure, which can be related to the purge failure alarm. Dried blood was noted in the v4 drain valve, and vent valve v1. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the blood entered the pcs assembly is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ac3 failed to pump when trying to initiate support. Purge failure alarms". As a result, the pump was exchanged for another pump, which functioned properly. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "ac3 failed to pump when trying to initiate support. Purge failure alarms". As a result, the pump was exchanged for another pump, which functioned properly. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).